Event description:
It was reported that the pump had alarmed, displaying the message "cannot start pump with air in line" on the screen. The continuous infusion rate had been 2.3 ml/hour, with a reservoir volume of 106 and a given amount of 98.5. The total length of infusion had been 46 hours. A syringe was used to prime the tubing. The patient was not medically affected.

Manufacturer narrative:
H3: device was not returned for root cause analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.